Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal cefamezine (1g, frequency and duration not reported) and intraperitoneal tobramycin (40 mg, frequency and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. Eleven days after the event onset, the patient was discharged from the hospital and recovered that same day. Though no breach in aseptic technique was discovered, it was reported the patient was retrained on proper aseptic technique. No additional information is available.